Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart or test and self test. No unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated they were able to clear the alarm also able to complete rewind. Customer stated alarm did not occur shortly after inserting a new battery. Customer stated alarm was recurring during normal use. The device will not be return for analysis.